Manufacturer narrative:
Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #:m-4800-01, serial #:(B)(4). Smartablate pump, model #: unknown, serial #: unknown. Smartablate generator, model #: m-4900-07, serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional sf catheter and suffered a cardiac tamponade which required a pericardiocentesis and drainage tube. The patient¿s blood pressure dropped. A cardiac tamponade was confirmed using an echocardiogram. A pericardiocentesis was performed. A total of 270cc of fluid were removed and a drainage tube was left in place. The patient was reported to be in stable condition. There were no known factors that might have contributed to the event. The patient did require extended hospitalization for monitoring and was discharged on (B)(6) 2017. The physician did not provide a causality opinion for the cause of this adverse event. There was no transseptal puncture was performed. The needle and the sheath used were not known. The generator was set to power control mode. Other parameters were not known. The temperature, impedance and power were not known as it was not known when the event occurred. The overall time for ablation at the site of injury, the last ablation cycle time at the site of injury and if the power was titrated during ablation were also not known. The flow was set to the smart touch thermocool sf catheter setting. There were no error messages observed on the biosense webster, inc. Equipment during the procedure. It was not known if the patient received any anticoagulation in the procedure. The shaft proximity interference value was not known. The smart touch bidirectional sf catheter was not in close proximity to another catheter. The smart touch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the smart touch bidirectional sf catheter.